Event description:
Pt noted with musculoskeletal symptoms beginning in 1990. For the past year she has suffered from chronic fatigue, sleep disturbances, muscle tenderness in right arm, and decreased memory. Pt has exhibited an atypical skin rash on her chest. Pt was diagnosed with atypical rheumatic syndrome. Pt desired removal of her right silicone breast implant placed in 1979 for hypoplastic breast. On 3/14/95, the implant was removed and found to be ruptured. The capsule was thoroughly irrigated to remove free silicone in the area. The pt was closed without placement of a new implant.